Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: it was performed the DHR, quality notifications and maintenance where no records potentially related to failure were found. The images were evaluated and it was possible to observe a failure in printing the batch. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: possible causes for the occurrence. Cartridge print line failure. Insufficient ink inside the cartridge. Failure of the machine to contact the cartridges, causing printing failures. Rationale: as actions to mitigate possible causes, the following topics will be addressed: test bench manufacture for the cartridges; production line operators will be notified of the occurrence. Expected completion date of the actions 30-09-2020.

Event description:
It was reported that the printing on the needle precisionglide 20x1in blister pack was partially missing. This was noticed prior to use. The following information was provided by the initial reporter, translated from spanish to english: "the blister printing (manufacturing date) was found to be defective."